Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Caller, customer's father, reported beginning in (B)(6), the customer (a child) experienced skin redness, itching, and eczema at the sensor site. Customer had contact with a healthcare professional who prescribed betneval (betamethasone) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination) and was within specification. Sensor plug was observed to be properly seated in mount. No product deficiency was identified.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Caller, customer's father, reported beginning in (B)(6), the customer (a child) experienced skin redness, itching, and eczema at the sensor site. Customer had contact with a healthcare professional who prescribed betneval (betamethasone) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product. During visual inspection of the returned sensor patch, observed that the adhesive patch was not returned with the puck. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Caller, customer's father, reported beginning in january, the customer (a child) experienced skin redness, itching, and eczema at the sensor site. Customer had contact with a healthcare professional who prescribed betneval (betamethasone) cream for treatment. There was no report of death or permanent injury associated with this event.